Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire detachment occurred via medwatch 5105441. The target lesion was located in the right lower leg. A 300cm angled tip v-14 short taper control guide wire was used in an arteriogram procedure. However, the device was detached and a foreign object was noted in the right anterior tibial artery under fluoroscopy. The device was retrieved with no further patient complications reported.